Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a delayed upstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed.. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation due to evaluation inadvertently evaluated for a downstream occlusion instead of an upstream occlusion. The device was required to meet all calibration and test specifications prior to release . The upstream occlusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Na.